Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e170 analyzer. The patient's initial hcgb result was either 200 iu/l or 208 iu/l and it was reported outside the laboratory. On (B)(6) 2013, the patient's sample was repeated on another analyzer. The customer initially stated the repeat result was <0.1 iu/l. The customer then provided repeat results of 0.211 iu/l and 0.239 iu/l. There were no adverse events. The hcgb reagent lot number was and expiration date were not provided.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
Additional infomration has been provided by the customer. The patient's initial hcgb result was 208 iu/l.

Manufacturer narrative:
A root cause could not be determined. Additional information was not provided for further investigation.